Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13048. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed invalid impedances on one lead. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which lead had impedance issues, therefore both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.